Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer visited the site and confirmed the reported problem. Upon troubleshooting, fse found that gpdu was failed, and the part is return for further analysis, but no failure found. After replacement of gpdu, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.